Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's power supply. Unit was tested to factory's specifications.

Event description:
Customer reported the panorama central station resets itself intermittently, which may have affected telemetry monitoring. No patient injury was reported.